Manufacturer narrative:
The omnipod personal diabetes manager (pdm) was found to have a nonfunctioning bg meter board, resulting in a meter error 4. The pdm would not give bg readings upon strip insertions or sst test. Replacing the bg board resolved this issue. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl and the omnipod personal diabetes manager (pdm) was given a meter error 4 message. No further information.